Event description:
It was reported that during a sigmoidectomy procedure, the staples were not formed properly. Additional suture was performed. There were no adverse consequences to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.